Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two 340cc mentor memorygel breast implant prostheses and experienced postoperative bilateral grade iii capsular contracture. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo bilateral removal and replacement with unspecified mentor breast implants on (B)(6) 2020. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 5-oct-2020, mentor received additional information regarding the date of event. Initially, the date of event was reported as (B)(6) 2020. However, additional information revealed that the date is (B)(6) 2020. The patient had a consultation with her physician on (B)(6) 2020, and the diagnosis was confirmed. The relevant field has been updated. On 7-oct-2020, the suspected medical device was returned for evaluation. On 19-oct-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, an anomaly was observed on the device consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).